Event description:
In 2007 the lay user/patient contacted lifescan (lfs) affiliate alleging the one touch ultrasmart meter was giving inaccurately high readings. The customer service representative (csr) spoke with the patient to obtain and verify information. The patient ate her breakfast of cereal at 8:00am and took her usual dose of 10units humalog insulin. The patient obtained a post-meal blood glucose reading of 8.0 mmol/l (144 mg/dl) at 9:13 am. The patient had not tested her fasting blood glucose level. At 10:43 am the patient was experiencing the symptoms of 'feeling unwell, and not right.' Her blood glucose reading at the time was 7.4 mmol/l (133 mg/dl). The patient took no action following this result. At 11:15 am the patient experienced the symptoms of shaking and jerking, and fell and broke her leg, which she attributed to being hypoglycemic. The patient did not test her blood glucose level during this time. The patient was treated with a coconut and chocolate candy bar, and felt better afterwards. The patient's husband transported her to the hospital. At 1:34 pm the patient's blood glucose level was tested using a hospital meter to be 9.3 mmol/l (167 mg/dl). Within 10 minutes, the patient obtained a blood glucose reading of 14.3 mmol/l (257 mg/dl) using her reported meter. The patient received no treatment for her diabetes, and the broken leg was not diagnosed until four weeks later. The patient was not given any possible cause of the event. The patient takes 10 units humalog insulin three times per day with meals, and 10 units lantus insulin each evening. The patient's expected glucose levels are approximately 6.4 mmol/l (115 mg/dl). The patient had taken her usual meals and medications the day prior to this event. The customer service representative (csr) determined during the troubleshooting telephone call that the patient's testing technique was correct, and the meter was programmed for the correct unit of measure. Quality control testing was performed during the call, with passing results. The meter was replaced. The patient alleges she obtained an elevated blood glucose reading while symptomatic and delayed self-treatment due to this meter reading. The patient's symptoms worsened and she received emergency treatment with food. Based on statistical methodology, the calculated difference of the glucose results obtained in the hospital exceeds the expected value of <=30% and/or <=1.7mmol/l. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.